Event description:
It was reported the customer had repeated no delivery alarms. Customer stated the issue has persisted with the past eight infusion sets. Customer stated the alarm was resolved by an infusion set change. The customer's blood glucose was unknown. The customer declined to return their infusion set and reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.